Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Surgical/medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient underwent hardware removal of a distal radius variable angle (va) lcp plate and screws on (B)(6) 2019 due to a decrease in range of motion. This is report 8 of 9 for (B)(4). This report is for an unknown screw. (B)(4) captures the post-op events and hardware removal and is linked to (B)(4) which captures the intra-op screw breakage which occurred during the removal